Manufacturer narrative:
Device was not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) connector revised. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Product was revised and not expected to be returned. A supplemental report will be filed after product analysis has been completed.